Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver for the transmitter with the serial number (B)(4). However, data for the g6 ios application for the transmitter with the serial number (B)(4) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.